Event description:
The customer obtained discordant, reproducible vitros anti-hav igm results ((B)(6)) from a single patient sample run on the vitros eciq immunodiagnostic system. The discordant, (B)(6) vitros anti-hav igm result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the result. The customer thus sent the sample for repeat testing and a (B)(6) vitros anti-hav igm result ((B)(6)) was obtained. The customer believed the repeat test result to be the expected result and it is assumed that a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a reproducible (B)(6) vitros anti-hav igm result was obtained from a single patient sample run on the vitros eciq immunodiagnostic system. There was no indication that an instrument related issue contributed to the event. The investigation was unable to determine a definitive root cause. However, a reagent related issue cannot be ruled out as a potential contributing factor. The root cause of this event is unknown.